Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe emotional distress, inability to engage in normal activities, physical injuries, respiratory complications, swelling of the throat, shortness of breath, wheezing, skin disorders, blisters, rashes, hives, intestinal complications, vomiting, diarrhea, runny eyes and nose, rapid increase in heartbeat, great despair, and loss of enjoyment of life.